Event description:
The customer reported that after smelling smoke coming from the defibrillator, flames were noted at the battery on the device and was not in use. There was no injury or impact to either pts or staff.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.